Manufacturer narrative:
Visual inspection of the returned grounding pad found the gel on the pad to be dry. The pad was returned without a cover over the gel. The investigation did not identify any defects with the pad that would have contributed to the reported event. Visual inspection found the pad to have been assembled correctly. The pad passed continuity testing. The pad failed erit testing and during impedance testing the rem alarm sounded. This is a designed safety feature and that would occur if the gel had dried out, it therefore functioned as intended. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will not activate. The dry pad is probably a result of the manner in which the pad was returned for evaluation. Moisture loss occurs as soon as the pad is removed from the pouch. The investigation did not identify any defects that would have contributed to the reported event. The dry pad failure is the re sult of the pad being opened, applied to a patient and then returned for investigation without a cover. The instructions for use state select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient received a 2cm x 1cm size burn with blister at the pad site during a vaginal myomectomy procedure. The burn was treated with cmc ointment the patient was in lithotomy position. The pad was placed under the calf support for the leg and there was pressure from the calf support to the pad. A conmed excalibur plus (s/n (B)(4)) was in use at 40 cut, 40 coag. A promed diathermy pencil was also in use.

Manufacturer narrative:
The incident patient return electrode was not returned to medtronic for evaluation. A photograph of the electrode was provided. Review of the photograph did not identify any defects. The photograph showed the electrode was correctly assembled. Nothing was identified that would have caused or contributed to the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient received a 2 cm x 1 cm size burn with blister at the pad site during a vaginal myomectomy procedure. The burn was treated with cmc ointment the patient was in lithotomy position. The pad was placed under the calf support for the leg and there was pressure from the calf support to the pad. A conmed excalibur plus (s/n (B)(4)) was in use at 40 cut, 40 coag. A promed diathermy pencil was also in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 2cm x 1cm size burn with blister at the pad site during a vaginal myomectomy procedure. The burn was treated with cmc ointment the patient was in lithotomy position. The pad was placed under the calf support for the leg and there was pressure from the calf support to the pad. A conmed excalibur plus (s/n (B)(4)) was in use at 40 cut, 40 coag. A promed diathermy pencil was also in use.